Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital following a fall during an episode of ventricular tachycardia (vt). It was reported that they were potentially syncopal. The field representative called boston scientific technical services (ts) to discuss the patient's rate, which was at 38 bpm after they presented to the emergency room. Ts discussed that the rate was normal device function due to the rhythmiq feature. No adverse patient effects were reported. This lead was explanted and replaced.